Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed from the front panel at the completion of the investigation. A device history record (DHR) review was performed and verified that an internal short on the inverter board had been previously discovered in the cycler and was resolved by replacing the front panel assembly on 04/01/2022. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A biomedical technician reported to fresenius technical support (ts) that the screen of their liberty select cycler was blank during the power up phase of peritoneal dialysis (pd) treatment. The ok and stop keys were not on, and the screen remained blank. At that point in time, the ts representative advised the technician to discontinue use of the cycler and a replacement cycler was issued. Upon follow up, it was confirmed that there was no patient involvement during the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.